Manufacturer narrative:
Additional suspect medical device components involved in the event. Product family: scs-lead fixation: upn: m365sc43180, model: sc-4318, serial: na, batch: 26368986.

Event description:
It was reported that the patient was experiencing a loss of stimulation. An x-ray revealed that the lead migrated completely from the cervical down to the gluteal implantable pulse generator pocket. The clik anchor was still in the same position. The patient underwent a revision procedure and the physician replaced the lead and clik anchor. The explanted lead and clik anchor will be returned. The patient was feeling good post-operatively.

Manufacturer narrative:
The returned lead passed the impedance test and exhibits normal characteristics. There was no reported allegation regarding the clik anchor. The returned clik anchor exhibits normal characteristics. Additional suspect medical device components involved in the event product family: scs-lead fixation upn: m365sc43180 model: sc-4318 serial: na batch-lot: 26368986.

Event description:
It was reported that the patient was experiencing a loss of stimulation. An x-ray revealed that the lead migrated completely from the cervical down to the gluteal implantable pulse generator pocket. The clik anchor was still in the same position. The patient underwent a revision procedure and the physician replaced the lead and clik anchor. The explanted lead and clik anchor will be returned. The patient was feeling good post-operatively.